Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to a battery connection not being connected to the hybrid. After the battery connection was re-attached to the hybrid, device functionality was normal when tested on the bench. The cause of the battery connection anomaly could not be determined.

Event description:
It was reported that an asymptomatic patient presented in-clinic with device that could not be interrogated. Troubleshooting attempts were unsuccessful. During preparation for device replacement, the device was able to be interrogated without any problems. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.